Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a rotatable medium oval snare was used during a colonoscopy procedure with polypectomy. According to the complainant, during the procedure, the snare could not cut the polyp, could not rotate, and could not retract completely. The voltage was increased on the non-bsc generator, however this did not help. The procedure was completed with another snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a rotatable medium oval snare was used during a colonoscopy procedure with polypectomy. According to the complainant, during the procedure, the snare could not cut the polyp, could not rotate, and could not retract completely. The voltage was increased on the non-bsc generator, however this did not help. The procedure was completed with another snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event: snare failed to cut through target polyp. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found that the wire and the catheter kinked in the middle of the device; and there was also a kink in the distal portion of the catheter. There was a kink in the loop of the wire causing irregular shape of the snare loop. The device was able to extend and retract completely; however it was noted that the loop could not rotate properly due to the kinks in the catheter and the wire. The device passed the electrical test; the electrical resistance was found within manufacturing specifications. The reported event of loop failed to rotate was confirmed; however the reported event of the snare not being able to cut and difficulty retracting could not be confirmed, as the device passed the electrical test. Therefore the complaint was not confirmed. The failures noted to the device most likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.